Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with blood glucose of 500 mg/dl. The customer's mother stated that the customer had woken up the day of the event with high blood glucose levels and had been treated with an insulin pen and an infusion set change. The customer's mother then stated that when the insulin pump was put on the customer, his blood glucose went back up. The customer's mother also stated that the customer uses a quick-set infusion set and changes his infusion set every two three days. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.